Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was unable to flush a radiation sterilized extension set in the cardiac recovery suite. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed with no issues noted. Functional testing performed included clear passage and pressure testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.